Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the emergency room (ER) as they had received twenty-five inappropriate shocks. It was found that there was noise on the right ventricular (rv) lead causing oversensing and inappropriate therapy. A possible lead fracture was suspected. The lead was reprogrammed, and the patient was hospitalized as the ER doctor put in for a consult. The following day the rv lead was capped and replaced. No further patient complications have been reported as a result of this event.